Event description:
It was reported that the zimmer skin graft mesher was not meshing properly. It was also reported that the gears were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on (B)(4) 2013 for worn gears. Eval of the device observed an excessively worn gear on the roller. Prior to repair, a test mesh and calibration check was not performed due to the damaged gears. Customer returned two cutters and cutter eval demonstrated that both cutters produced an unacceptable test mesh. During the previous repair, both cutters failed to produce an acceptable test mesh and were deemed non-repairable. Improper handling and failure to replace the damaged cutters most likely caused the damage to the roller and cutter gears which most likely caused the customer's event of not meshing properly. The device was service and returned to the customer.